Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 26-feb-2021, UDI#: (B)(4). Product analysis: the valves remain implanted in the patient, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the patient's blood pressure dropped slightly once the catheter crossed the native valve and patient became asystolic. At 80% valve deployment, the systolic pressure was in the range of 60 beats per minute (bpm). After ensuring appropriate implant depth, the valve was deployed. The systolic pressure remained low. A balloon pump was inserted and cardiopulmonary resuscitation (CPR) was initiated. Once the patient was stable an angiogram revealed that due to CPR the valve had dislodged towards the ventricle, below the sealing skirt. Two 25mm wires were inserted to snare the valve into the ascending aorta. A second 29 mm transcatheter bioprosthetic valve was prepped and successfully implanted. During the procedure, complete heart block (chb) was reported, subsequently a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: hypotension is listed as a potential risk in the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. It should also be noted that the IFU states, ¿shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthetic leaflets are exposed and are functioning.¿ a conclusive cause for the reported condition could not be determined from the available information. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. In this case, cardiopulmonary resuscitation (CPR) was the reported cause of the valve dislodgement. Valve dislodgement events are typically not related to a device malfunction. Complete heart block (chb) is a type of conduction disturbance. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In the IFU, conduction disturbances are also known potential adverse events associated with the implantation of the valve which may require, and typically can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter valve. Based on the limited information received, a conclusive cause for chb could not be determined. The reported event does not indicate a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.